Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 32 mg/dl to 38 mg/dl, fatigue, and shaking. Reportedly, customer required assistance from parent to treat bg level via consumption of carbohydrates. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.